Manufacturer narrative:
(B)(4): physio-control evaluated the device and observed several event codes logged in the memory. However, the customer declined physio's repair offer. A conclusive cause for the reported incident could not be determined.

Event description:
During a pt transport to the hospital, it was reported that the device illuminated the svc indicator and stopped operating. The customer was using the device to monitor the pt and defibrillation therapy was not required. There were no further details on the event and/or the pt provided. The device had no adverse effects on the pt.